Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the pump battery was unresponsive. The customer's blood glucose was 156 mg/dl. The customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that the battery gauge was fluctuating resulting in the pump shutting down. Additionally, the pump battery was unresponsive. The customer's blood glucose was 156 mg/dl. The customer reverted to an alternate form of insulin therapy.